Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood in/on helix mechanism was observed.

Event description:
It was reported that during implant attempt, the physician had difficulty getting adequate r-wave sensing. After several repositionings, he could not remove the curved stylet while the lead was in the body. Subsequent straight stylets were difficult to get in and out of the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.